Event description:
The facility reported a "failure message." After reviewing the event history, the baxter repair tech confirmed this failure message to be fail code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.